Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00246 (collagen corp #1025577). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 5/14/99 and retested on 6/7/99, both with negative results. In 1999, the pt was treated with two formulations of product in the nasolabial folds. On 7/9/99, the pt phoned the office and reported redness and swelling at all the treatment sites. The pt stated the symptoms began on 6/21/99. She denied hardness or itching. The physician believed the symptoms were probably hypersensitivity related to the collagen. On 7/9/99, the physician prescribed oral prednisone for 5 days which was not very effective. On 8/23/99, results of a bacterial culture of the right cheek site indicated staphylococcus aureus. On 9/7/99, the physician prescribed cipro for infection which was effective. The pt was last examined the week of 11/1/99. The physician noted "pus" and redness that reoccurs intermittently at the treatment sites.